Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009687, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009687 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m08 on 18-oct-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4k01578 was manufactured according to the wi version 27 and assembled in the quickset line, on 17-oct-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4k01579 was manufactured according to the wi version 27 and assembled in the quickset line, on 17-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k01555 was manufactured according to the wi version 42 and manufactured in the machine mp08 and mp04, on 12/oct/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k01556 was manufactured according to the wi version 42 and manufactured in the machine mp08 and mp04, on 14/oct/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k01560 was manufactured according to the wi version 42 and manufactured in the machine mp08, mp05 and mp04, on 16/oct/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k00930 was manufactured according to the wi version 42 and manufactured in the machine mp08, mp05 and mp04, on 09/oct/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k03707 was manufactured according to the wi version 41 and manufactured in the machine mp04, on 15/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025 during normal activity. The detachment was from the site. The insertion site was leg/buttocks. The infusion set was in use for hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.